Event description:
Device 1 of 2 . Reference MFR report: 1627487-2017-02700. Additional information received identified the patient's leads were replaced. Stimulation therapy was reportedly restored postoperatively.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report: 1627487-2017-02700. The patient was implanted with two leads for peripheral nerve stimulation (off-label). It was reported the patient experienced ineffective and uncomfortable stimulation from the pns system. The patient stated he felt a strong jolting sensation on the side of the patient's head near the right eyebrow. The patient stated he experienced a fall and the issue was noticed around the time he fell. Reprogramming of the patient's system was attempted, however the patient reported it was uncomfortable. X-ray taken showed the leads migrated. Surgical intervention may be taken to address the issue.